Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's main board was replaced to address the issue. Additionally, life related smell was confirmed, and the outlet flow path was replaced. The device passed final testing.